Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had no flow and the turbine did not spin up with an audible alarm. The ventilator was being tested and was not on a pt when the reported problem occurred.